Event description:
Contact called inquiring why a correction bolus could not be programmed after a food bolus had been delivered. Customer's blood glucose level was 235-300 mg/dl. During troubleshooting with tandem technical support, customer understood that insulin on board from the food bolus would prevent the delivery of a correction bolus.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.